Event description:
It was reported that the patient experienced an infection. The right atrial (ra) lead and the right ventricular (rv) lead were explanted and replaced. Approximately a week later the implantable pulse generator (ipg) and a newly implanted right ventricular (rv) lead were removed and replaced by a new implantable pulse generator (ipg) system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.